Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, but the issue persisted. It was noted that the malfunction occurred on an out-of-warranty pump and the customer was already in possession of a new in-warranty pump. A new case was created to document the assistance provided in setting up the new pump.